Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2013, 6996sq58 lead, implanted: (B)(6) 2013, dtba1d1 crt-d implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing of the p wave was noted on the right atrial (ra) lead on the electrogram (egm). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen in clinic and reprogramming was preformed.